Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure, using a 8f sheath. Reportedly, pulsatile blood flow had not decreased at the time of device deployment. When the device was removed, the foot had not completely closed, and the sutures did not grab the artery. A second device was used. Reportedly, pulsatile blood flow had not decreased at the time of foot deployment. The device was not deployed. The foot was closed, the device was removed and an 8f sheath was inserted. When the heparin level decreased, hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician is reported trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device referenced is being filed under a separate medwatch MFR number.